Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that one day post stenting procedure in the proximal circumflex artery with one 2.5x28 xience v stent and left main coronary artery with one 3.5x15 xience v stent, the patient experienced elevated cardiac enzymes. There was no treatment given. The patient's condition resolved and the patient was discharged two days after the procedure. It was later learned that the patient experienced a peri-procedural, non q-wave myocardial infarction caused by the target vessel. There was no adverse patient sequela. Though requested, there was no additional information provided.